Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient underwent a fusion procedure from t3-l5. An unknown time post-op, the patient returned with pain. X-rays taken at that time showed the set screw had backed out, resulting in the rod and screw disassociating. A revision surgery was conducted to replace the screw with a longer one.